Event description:
It is reported that the physician was attempting to use a sprinter legend rx balloon to pre-dilate a lesion in the lad. No issues was noted with the device before use. Negative prep was performed on the device with no issues identified. It is reported that the balloon ruptured during positioning. The device did not exceed rated burst pressure. The physician used another sprinter balloon of same size to complete the procedure. No patient complications are reported.

Manufacturer narrative:
Evaluation results: related to operational context (no issues with the device prior to use, therefore the issue most likely occurred during the procedure). Evaluation conclusions: operational context caused or contributed to the event (no issues with the device prior to use, therefore, the issue most likely occurred during the procedure).

Manufacturer narrative:
Evaluation results: (root cause undetermined); no results available since no evaluation performed (device not returned). Evaluation conclusions: unable to confirm complaint (device not returned); (root cause undetermined). (B)(4).